Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.. A review of the batch file was found to be acceptable. A trend review was completed and there was no significant trend. Analysis of past samples confirms that the precipitates consists of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. This is effective from (B)(6) 2008. A caution in use notification was issued to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. Baxter continues to work on the solution formulation to optimize its performance. A number of definitive actions are being considered and these are being reviewed with the regulatory authorities.

Event description:
A nurse reported to baxter (B)(4) that crystals in the predilution line where it connects to the access line before the filter were noted. Treatment was stopped and the patient was monitored and no harm was reported. New treatment was started. Prior to noticing the crystals the patient was given aztreonam and ranitidine via the central line. Potassium was added to the substitution solution. Upon follow up, it was confirmed that no adverse events/consequences occured during or after the period of precipitation formation and the patients outcome is ongoing and improved.